Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he had been on interstim for quite some time, but it went off for almost a year to see if they could get it going again, it had not been working. The patient stated he went online and could not find anything. The patient stated it went off for almost a year and later he had not used it in at least 8 months. The patient stated that it had not been working. It was noted it was difficult to clarify what the patient meant, the patient was providing confusing information. The patient stated he noticed it was not working within the last 3 days, but turned it back on about 2 days ago. The patient noted the problem was how to set it up. Patient services worked with the patient to understand he wanted to work with patient programmer to turn stimulation. Therapy was not on. The patient noted he had recently had a brain MRI and probably turned stimulation off prior to the MRI. The patient stated he had interstim for bladder urgency and frequency, he wore depends, runs to the bathroom, takes down his depends and urinates, then 10 minutes later had to go again. The patient had been on program 2 at 5.4 with the stimulation off. The patient noted the healthcare professional (hcp) had them at 2.46 and that was what they recommended. The patient changed to program 2 at 2.8. The patient noted he had stimulation going down to the penis which was not comfortable. The patient also noted he recently had a blood sample and the nurse told him his kreatinan was high, said there could be a problem with an organ. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.